Event description:
It was reported that he scale was inaccurate by 10 lbs. No patient involvement, adverse consequence, or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).